Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room after receiving multiple shocks, inappropriate hv therapies due to noise on the rv lead was observed. The rv capture, sensing and impedance trends were stable. Lead was capped and replaced on (B)(6) 2016. Patients condition was stable.